Manufacturer narrative:
This report is submitted on 29 dec 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to medical issue. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 12 february 2021.